Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 fired approx (5) times prior to misfire. The surgeon noted that the distal tip of the instrument was defective. The initial clips from the 1st er320 were properly formed clips that were placed on the cystic duct and artery. A 2nd er320 was opened to complete the case. There was no consequence to the pt.